Event description:
On (B)(6) 2012, the physician was attempting to perform a pericardial drain on a (B)(6) critically ill baby using multiple park pericardiocentesis catheter set. The physician was able to puncture the pericardial sac and advance the guide wire into the sac 3 times. On all 3 attempts he could not advance the catheter over the wire and into the pericardial sac as the 5f x 20 cm catheter could buckle and bunch up. The child became increasingly unstable and the end result was nearly fatal for this child, who had to undergo a surgical intervention as a result of the failure of kit. The physician is a very experienced operator who was performed this procedure on many occasions and trained numerous operators in this technique.

Manufacturer narrative:
Expiration date: unk as lot number is unk. Additional surgical procedure is not listed in the instructions for use. Device coe: kinks is not listed in the instructions for use. Per info supplied by the customer no product will be returned. The product is shipped with instructions for use which includes catheter maintenance instructions and warnings related to advancing the wire guide into the pericardial sac and placing the catheter over the wire guide and advancing until the catheter is in place. We are unable to determine what may have led to this failure mode since the device was not returned, but it is possible that the catheter met resistance beyond its design during insertion. We have notified the appropriate personnel and we will continue to monitor for similar complaints. Per quality engineering risk assessment, risk mitigation activities are not required at this time.